Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 4296 implantable pacing lead (B)(6) 2013; 4076 implantable pacing lead (b)(46 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
Information received on the remote transmission was reviewed by qualified personnel. It was determined that an electrical reset had occurred on the device. The output was high on the device. It was also reported the patient received a shock for a fast ventricular rate. The patient was receiving radiation therapy. Follow-up was conducted to obtain additional information on the patient and the device, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.